Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding squeaking involving a trident alumina liner was reported. The event was not confirmed. Device history review: reported device was accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The surgeon indicated the event was not device related.

Event description:
The patient had an audible squeak coming from her hip after hip replacement surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.

Event description:
The patient had an audible squeak coming from her hip after hip replacement surgery.